Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Field service pending completion. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Field service was performed on 5/26/2022. Found 2 applicators with bad o-rings - replaced. Reassembled and run quick cycle tests ok without issues.

Event description:
Not reportable - confirmed o-ring damage caused applicator leak and no serious injury reported. The event is assessed as not reportable, there is no alleged serious injury, not a failure mode identified to cause death or serious injury.

Manufacturer narrative:
Corrected data: d1.

Event description:
Not reportable - confirmed o-ring damage caused applicator leak and no serious injury reported. The event is assessed as not reportable, there is no alleged serious injury, not a failure mode identified to cause death or serious injury.